Event description:
It was reported that the patient experienced a hyperglycemic excursion to 199 mg/dl followed by a usual breakfast announcement and carbohydrate intake, after which glucose fell to 53 mg/dl; user-reported context indicates an incorrect meal size announcement relative to consumed carbohydrates, representing an improper or incorrect use procedure involving the user interface. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to following instructions, with the user interface implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.